Event description:
Per the maude database, it was reported that a patient underwent a right shoulder arthroscopy procedure for repair of a rotator cuff. One week post-op in the physician¿s office, it was identified through a routine post-op shoulder x-ray that there was a foreign object in the surgical site shoulder. Patient returned to the or and a metallic foreign object was removed. It was determined to be the tip of the driver. Patient demographics (age at time of event, date of birth, gender, weight) were not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The said complaint was discovered upon a monthly review of the maude database. No additional information was made available in response to multiple follow-up communications. The device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is prying/leveraging the driver or use of excessive force during implant insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are unable to be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.